Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2021. Phone: (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zfr00v model intraocular lens (iol) was explanted from patient's operative eye after consult with patient. The event was observed during post operative examination. There was a delay of three minutes in the procedure. The replacement lens used is a same model different diopter (23.0) lens. No further information available.

Manufacturer narrative:
Additional information device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no additional complaints from this po has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.